Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with a pain stimulation lead. Pt confirmed the lead is still implanted-not in use. Pt mentioned they can feel where the lead is because it kind of pop-up, they did not provide any other information and did not mention any issue, they just asked for the model and serial number for MRI purposes. Agent was unable to get any more information.